Event description:
The customer reported a loss of the cine function. A loss of subtraction, road-mapping, or other critical vascular cine functions could result in unique pt delay, damaged vasculature, or termination/rescheduling of an interventional procedure. There is no report or injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge rep evaluated the sys and reformatted the cine drive. The sys operates as intended.